Event description:
Two patient samples with discrepant total billirubin results. Pt 1, initial result gave 0.3 mg/dl; repeat gave 10.0 mg/dl. Pt 2, initial result gave 0.4mg/dl; repeat gave 11.0 mg/dl. Initial results were reported. No adverse events reported in association with the results. The field service rep was unable to determine a root cause for the discrepancy. Performance tests were performed and within specification.